Event description:
The pt died on (B) (6) 2010. The cause of death and its relationship to the implanted deep brain stimulations was not reported. Please see mfg report # 3004209178201002480. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4)